Event description:
Customer reported that the insulin pump alarmed button error during insulin bolus delivery. Customer does not recall any significant events leading to the alarm; device was not exposed to moisture. Current blood glucose value is 333 mg/dl; customer is using an old insulin pump as back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.